Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2012, the patient presented for nerve conduction sensory . 29 sep 12, the patient presented for follow up. On (B)(6) 2015: patient presented for office visit with complaint of lumbar spine/lower back pain. Patient complains of pain radiating down both legs worse on the left which radiates to the thigh anteriorly which was present for years, worse with movement, worse with activity, worse with sitting or standing for long periods of time. Incontinence reports some urinary incontinence. Tingling/numbness anteriorly. Weakness related pain. On examination range of motion is limited due to stiffness. Assessment: degeneration of thoracic or thoracolumbar intervertebral disc; post laminectomy syndrome, lumbar region. On (B)(6) 2015 low back pain lumbar, midline with radiation to the buttock and lower extremities worse on the left today, described as a dull ache, described as burning, aggravated with movement, worse with standing, worse with sitting or standing for long periods of time. Tingling/numbness is intermittent bilaterally to the thigh. On (B)(6) 2015 the patient underwent radiology tests with history of lumbar radiculopathy. There is orthopedic plates and screw fusing l4-s1. Patient presented with preoperative diagnosis of radiculopathy and underwent pmgt epidural steroid injection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2006 patient presented due to neck pain, low back pain, numbness and paresthesias of the extremities, abnormal cervical MRI with spinal cord lesions and left visual loss. Impression: cervical and lumbosacral myofascial pain. Cervical and lumbosacral degenerative disc disease. Left carpal tunnel syndrome. Right sural neuropathy. Abnormal cervical MRI with possible cervical spinal cord demyelinating lesions and small syrinx. Rule out multiple sclerosis or tumor. Possible left optic neuropathy associated with demyelinating disease to explain left visual loss. Rule out ocular or ophthalmic basis. Possible cervical myelopathy associated with cervical spinal cord lesion. Possible cervical spinal cord syrinx. (B)(6) 2006 patient complaining of intermittent tingling and numbness in the left first and second fingers. Focal neurologic examination of the upper extremities was normal. (B)(6) 2006 patient had a history of numbness. Rule out demyelinating disease. Impression: this was an abnormal visual evoked response study indicative of dysfunction in the optic/visual pathways and most consistent with either severe right and moderately severe to severe left optic neuropathies or severe dysfunction in post chasmal visual pathways. Such abnormalities can be seen in patients with demyelinating disease. (B)(6) 2006 patient presented for a neurological follow-up. Emg showed possible left c5- radiculopathy. Cervical MRI again revealed mild showed possible left c5-c6, c6-c7 without significant central foraminal stenosis and minimal increased signal intensity within the posterior cord at c3 without evidence or cord expansion or abnormal expansion. Entomology of this finding was felt to represent old trauma. Gliosis, demyelinating disease or multiple sclerosis could not be excluded. Brain MRI was remarkable without evidence of demyelinating disease or multiple sclerosis. The patient continues to complain of neck pain radiating to both shoulders, left hand numbness and paresthesias, right lateral foot numbness and paresthesias. Impression: cervical and lumbosacral myofascial pain, incidental small lesion in the cervical spinal cord at c3, possibly due to old trauma, gliosis. Demyelinating disease cannot be excluded. Possible left carpal tunnel syndrome, possible right shoulder neuropathy, possible left c5 radiculopathy. (B)(6) 2006, patient presented for a neurological follow-up. She had severe diffuse neck and back pain associated with radicular pain in the upper and lower extremities, numbness and paresthesias. Impression: cervical lumbosacral myofascial pain, possible bilateral cervical radiculopathy. Possible bilateral lumbosacral radiculopathy. Right foot residual numbness status post vein stripping, most likely secondary to sural neuropathy. Abnormal cervical MRI with c3 spinal cord lesion. Rule out demyelinating disease, multiple sclerosis. (B)(6) 2007 patient underwent MRI of lumbar spine without contrast. Impression: l5-s1 central and left paramedian disc herniation not associated with stenosis. Degenerative changes at l4-5 and l5-s1. Patient underwent MRI of cervical spine with and without contrast. Impression: straightening and mild degenerative changes of the intervertebral discs, unchanged verses prior exam, focal areas of increased t2 signal intensity within the cord at c3-4 and at c5, stable in appearance versus prior exam. There was no evidence of associated abnormal contrast, stable appearance of small central disc herniation at c3-4 and degenerative changes at c5-6. (B)(6) 2006, (B)(6) 2007 patient presented for a neurological follow-up. She had severe diffuse neck and back pain associated with radicular pain in the upper and lower extremities, numbness and paresthesias. Impression: cervical thoracolumbar myofascial pain, cervical spondylosis, spinal cord lesion of uncertain etiology. (B)(6) 2007 patient presented for a neurological follow-up. She had neck, low back pain, diffuse bilateral upper and lower extremity pain, numbness and parasthesis. In particular in particular she had finger numbness and paresthesias and right hip pain. Cervical thoracolumbar myofascial pain, cervical spondylosis. Spinal cord lesion of uncertain etiology. Possible right carpel tunnel syndrome. Possible right hip osteoarthritis or avascular necrosis. (B)(6) 2007 patient underwent MRI of brain without contrast. Impression: normal MRI of the brain. (B)(6) 2007 patient complained about pain in the right arm and elbow pain. Findings: motor nerve conduction studies of the right median is normal. The right ulnar motor nerve shows a decrease in amplitude as one goes from a distal to proximal gradient as well as a decreased conduction velocity across elbow. (B)(6) 2007 patient underwent MRI of brain with and without contrast. Impression: normal MRI of the brain with and without gadolinium. (B)(6) 2008 patient presented due to neurological follow-up. Right hand/fingers numbness and paresthesias have resolved. Impression: cervical thoracolumbar myofascial pain, fibromyalgia. Seronegative arthritis, cervical spine cord lesion, uncertain etiology. Resolved right carpal tunnel, symptomatology, right ulnar neuropathy on emg at elbow. (B)(6) 2009 patient presented for an office visit due to neck pain and low back pain. Impression: fibromyalgia, cervical lumbosacral spondylosis, small cervical spine hyperintensities, negative prior spinal fluid analysis for demyelinating disease, multiple sclerosis, lyme. (B)(6) 2009 patient returned for a neurological follow-up, she continued to have severe pain and lower back pain. Impression: fibromyalgia. Cervical, lumbosacral spondylosis with disc herniation. (B)(6) 2010: the patient presented with the following preop diagnosis: lumbar degenerative disk disease with intractable low back pain syndrome, l4-5 and l5-s1. Postop: lumbar degenerative disk disease with intractable low back pain syndrome, l4-5 and l5-s1 with degenerative joint disease l4-5 and l5-s1. Procedure: lumbar diskectomy and facetectomy l4-5 and l5-s1 with interbody fusion with peek prosthesis, autograft and infuse l4-5, l5-s1 bilaterally pedicle screw instrumentation l4, l5, s1 bilaterally and intraoperative fluoroscopy. Preop: the disk was incised sharply and disk material removed with various rongeur and curettes and the interval was packed with gelfoam and attention turned to l5-s1 which also had unusual configuration of the facet due degenerative joint disease. The rotating cutter was then used to remove additional disk and the endplates as were endplate scrapers and ultimately peek interbody prosthesis was chosen after putting a trial into the interspace to span the interval. A peek prosthesis was filled with infuse. Autograft was placed in the disk space anteriorly and peek prosthesis was impacted into place under fluoroscopic guidance. The markers were then removed and the adjustments made as the holes were tapped and pedicle screws placed at l4, l5, and s1 under fluoroscopic guidance. (B)(6) 2010: the patient underwent 2 views of lumbar spine. Impression: posterior spinal fusion. (B)(6) 2010: the patient underwent lumbosacral spine x-ray. Impression: unchanged posterior spinal fusion. No signs of instability. Levoscoliosis centered at the thoracolumbar junction. (B)(6) 2011: the patient underwent 4 views x-ray of lumbar spine. Impression: no acute fracture or subluxation. Stable posterior spinal fixation l4-s1. No evidence of instability during flexion or extension. (B)(6) 2014 patient presented for neurological evaluation. (B)(6) 2014 patient underwent CT myelogram lumbar. (B)(6) 2014 patient underwent CT myelo lumbar. (B)(6) 2014: the patient underwent lumbosacral spine CT with contrast impression: status post lumbar fusion at l4-s1 without evidence for hardware failure. There is no spinal canal stenosis. There is mild left neural foraminal narrowing at l5-s1. The patient underwent fluoroscopically guided lumbar myelogram. Impression: status post lumbar fusion at l4-s1 without evidence for hardware failure. There is no spinal canal stenosis. There is mild left neural foraminal narrowing at l5-s1. (B)(6) 2014 patient presented for an office visit due to back and buttock pain. The surgeon reviewed the CT myelogram and there was no evidence of stenosis. (B)(6) 2015: the patient underwent multiple views of the lumbar spine. Impression: there is orthopedic plates and screw fusing l4-s1. There are surgical staples. (B)(6) 2015 the patient presented with complain of pain in hips, buttocks and left thigh. (B)(6) 2015 the patient underwent radiology tests. There is orthopedic plates and screw fusing l4-s1. (B)(6) 2015 the patient underwent CT of the lumbar spine without contrast. There is endplate irregularity at l4-5. There is slight disc narrowing at l5-s1. (B)(6) 2015 the patient underwent CT of the lumbar spine. There's been previous disc procedure l4-5 and l5 - s1. The curvature is normal. There is end plate irregularity at l4-5. There is slight disc narrowing at l5-s1. Remaining discs appear normal. The curvature is normal. The central canal appears normal. The exit foramina appear normal. There are pedicle screws and intervening rods across l4-l5 and s1. (B)(6) 2015 the patient presented with complaints of lower back pain. Assessments: postlaminectomy syndrome, lumbar region. Chronic pain syndrome. Degeneration of thoracic or thoracolumbar intervertebral disc. (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 the patient presented for an office visit and the following assessment was made: displacement of lumbar intervertebral disc without myelopathy. The patient underwent CT of the lumbar spine without contrast. There's been previous disc procedure l4-5 and l5-s1. The curvature is normal. There is end plate irregularity at l4-5. There is slight disc narrowing at l5-s1. Remaining discs appear normal. The curvature is normal. The central canal appears normal. The exit foramina appear normal. There are pedicle screws and intervening rods across l4-l5 and s1. (B)(6) 2015 the patient presented with pain in lumbar spine/lower back. The following assessments were made: postlaminectomy syndrome, not elsewhere classified. Other intervertebral disc displacement, lumbosacral region. Chronic pain syndrome. Other intervertebral disc degeneration, thoracolumbar region. (B)(6) 2015 the patient presented with complaint of pain in the lumbar spine. Assessment: radiculopathy, lumbar region. MRI from (B)(6) 2014 was reviewed. No neurosurgical intervention warren ted. Hardware from prior lumbar surgery is in place. (B)(6) 2015 the patient presented with pain in low back and lumbar buttock midline paraspinal effecting the thoracic area as well. Assessments: other intervertebral disc degeneration, thoracolumbar region. Postlaminectomy syndrome. Chronic pain syndrome. Other intervertebral disc displacement, lumbosacral region. Radiculopathy, lumbar region. (B)(6) 2015 the patient presented to the office for a follow up and emg results. As per plaintiff factsheet: patient underwent rhbmp2 lumbar spine using posterior approach, along with verte-stack peek crescent cage, allograft and autograft. Currently patient alleges difficulty in swallowing,significant pain. Patient had burning sensation in the lower back, walking with a limp; bladder and bowel problems. Numbness in buttocks area; and pain when lying down which radiates to hips and legs. Patient has sleep disturbances 2014: patient underwent cataract surgery 2012 : patient presented for office visit due to foot pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient presented with the history of spinal cord tumors underwent MRI of cervical spine without contrast due to increasing neck pain. Conclusion: 1. Two foci of signal abnormality within the posterocentral spinal cord at c3-4 and at c5, unchanged when compared side by side to the previous examinations. No evidence for new signal abnormalities within the cord. 2. Multilevel mild to moderate severity of degenerative disc disease with spondylotic ridging, shallow disc protrusions, and slight reversal of the cervical lordosis. (B)(6) 2009: the patient underwent pelvic with transvaginal sonogram due to lower abdominal pain and concern for forbids. Impressions: examination is within normal limits. On same day the patient also underwent screening mammography. Impressions: no mammographic evidence of malignancy. In the absence of clinically suspicious findings, annual screening mammography is recommended. Prominent axillary lymph nodes are noted. (B)(6) 2009: the patient presented with the history of prior surgery for fracture underwent an MRI scan of right ankle without contrast due to ankle pain. Impressions: field inhomogently artifact from surgical hardware in the distal tibia limiting evaluation of the posterior tibialis tendon. Area of signal abnormality in the distal tibia consistent with a focus of avascular necrosis posterior to the surgical hardware. Healed posterior malleolus fracture with tiny incongruity of the articular surface of the distal tibia. Soft tissue edema around the ankle. Evidence of a prior injury of the anterior tibiofibular ligament. (B)(6) 2009: the patient underwent an MRI for the lumbar spine without contrast due to lower back pain. Impressions: disc bulge at l5- s1 with superimposed left subarticular disc protrusion. This contacts the descending left s1 nerve root. The findings are not significantly changed from previous prior examination dated (B)(6) 2007. (B)(6) 2010: the patient underwent an abdominal sonogram limited due to left sided abdominal lump. Impressions: small lesion suggested over an area of lump in the left anterior midline whose morphology suggests a lymph node. (B)(6) 2010: the patient underwent a CT scan of lumbar spine without contrast for evaluation of spondylosis and integrity of the facets. Impressions: there is no significant change compared with the prior MRI dated (B)(6) 2009. There is no spondylosis. There is a small broad-based disc protrusion centered in the left subarticular region at the l5- s1 level. (B)(6) 2010: the patient underwent a CT for abdomen without contrast due to localized tenderness on the left side. Impressions: in the area of palpable abnormality and tenderness, no discrete mass lesion is identified. No discrete lymph node is identified. The underlying musculature and osseous structures appear unremarkable on this CT examination. (B)(6) 2010: the patient underwent a screening mammography. Impressions: there is no mammographic evidence of the malignancy. A two year screening mammogram is recommended. (B)(6) 2011: patient underwent a CT scan for lumbar spine without contrast due to back pain. Impressions: postsurgical changes compatible with discectomy and fusion at l4-5 and l5- s1. Right paracentral disc bulges noted at both levels with left paracentral spur formation also noted at l5-s1. (B)(6) 2011: patient underwent an examination for right lower extremity venous doppler due to pain and palpable abnormality. Impressions: no evidence of deep venous thrombosis. No evidence of superficial thrombosis. (B)(6) 2011: patient underwent a CT of lumbar spine without contrast for postsurgical follow up of back pain. Impressions: 1. L4-5 and l5-s1 postsurgical changes compatible with discectomy and fusion. 2. L4-5 and l5- s1 right paracentral disc bulge and l5-s1 left paracentral spur formation. 3. No significant change demonstrated compared to previous study dated (B)(6) 2011. (B)(6) 2011: patient underwent an abdominal sonogram examination due to abdominal pain. Impressions: no gallstones or billary ductal dilatation. Portions of the pancreas and lower pole of each kidney are limited secondary to bowel gas. (B)(6) 2011: patient underwent a right hand x-ray complete due to pain. Impressions: degenerative change. The patient also underwent a cervical spine x-ray due to pain. Impressions: significant degenerative change c5, c6 and c7. On same day the patient also underwent left shoulder x-ray due to pain. Impressions: negative left shoulder. The patient also underwent x-ray for left knee due to pain. Impressions: degenerative change. (B)(6) 2011: patient presented with the history of prior lumbar fusion, underwent MRI of lumbar spine without contrast due to back pain radiating to the right lower extremity. Impressions: postoperative study following l4-5 and l5-s1 discectomy and fusion without stenosis or nerve root compression to the operated levels. There has been development of any disc disease above the fusion construct. (B)(6) 2012: patient presented for an office visit due to increased low back pain, radicular pain down lower extremities and neck pain. Diagnostic testing: there had been no development of any disc disease above the fusion construct. Interbody fusion devices were noted at l4-l5, l5 -s1, bilateral pedicle screws are seen at the l4 to s1. Neurology examination revealed decreased sensory pinprick sensation in bilateral legs. Diffusely worse l5-s1. Deep tendon reflexes 2+bilaterally, 1+ or trace ankles. Plantar response is flexor, gait is steady, but antalgic. Impressions: 1. Low back pain possible persistent bilateral lumbosacral radiculopathy status post lumbosacral spine surgery. 2. Neck pain. 3. Prior history of cervical spine lesion, possible tumor of the spinal cord. 4. Rule out neurosarcoidosis and systematic disease. (B)(6) 2012: patient underwent an MRI of cervical spine with and without contrast due to spinal cord lesion and to rule out progression of spinal cord tumor and neurosarcoldosis. Impressions: stable small foci of cord signal abnormality at c 3-4 and c5. No new areas of cord signal abnormality are seen. There is no abnormal enhancement or evidence of cord tumor. There are stable degenerative changes associated with neural foraminal stenosis at c5- 6 and c6-7. There is no compression of the cervical spine cord. (B)(6) 2012: patient presented with followup evaluation for low back pain. Diagnostic testing: 1. Blood work ((B)(6) 2012) vitamin d and hemoglobin. 2. Electromyography/ nerve conduction interpretation ((B)(6) 2012), there is no definitive evidence of lumbosacral radiculopathy bilaterally. The absent right sural nerve may be technical in nature or may represent the sural neuropathy. There were left sided si joint tenderness. Impressions: 1. Low back pain currently resolved, status post lumbosacral spinal surgery. 2. Neck pain, resolve. 3. Prior history of cervical spine lesion with small stable foci of cord signal abnormality remaining at c3 - c4 and c4-c5. No abnormal enhancement or cord tumor or evidence of cord tumor. 4. Vitamin d deficiency. (B)(6) 2012: patient underwent an MRI for brain without contrast due to history of headaches. Impressions: no evidence for infarction or intracranial hemorrhage. Minimal nonspecific flair hyperintensities in periventricular and subcortical white matter associated with migranes and small vessel ischemic change. (B)(6) 2013: patient presented for an office visit due to low back pain and numbness. The pain starts in the low back radiating up her back to her mid back region. There was paresthesia. (B)(6) 2013: patient was presented for an office visit due to lower back pain. Location of pain was lower back and sacrum. Patient radiated to the left and left buttock. The patient described the pain as an ache, burning and tingling over top of buttocks. Symptoms are aggravated by bending, lifting, sitting and standing. She began noticing radicular pain to the ankle on the left. Now pain goes to mid thigh. She also reported neck stiffness. Rule out discogenic or facet relates pain above fusion block. Deconditioned state is also a pain generator. Assessment: post laminectomy syndrome of lumbar region. (B)(6) 2013: patient presented for an office visit due to post lumbar laminectomy pain without significant difficult pathology. Also she reported lumbar spasm. Patient has failed conservative therapy. Assessment: post laminectomy syndrome of lumbar region. (B)(6) 2013: patient presented for an office visit with lower back pain w and the following pre-op diagnoses: spondylosis with facet pain syndrome. The patient underwent left lumber diagnostic medial branch blocks. No patient complications. Assessment: post laminectomy syndrome of lumbar region; lumbago. (B)(6) 2013: patient presented for an office visit due to low back pain radiated to bilateral buttocks. The patient described the pain as ache, burning,sharp and shooting. Symptoms are aggravated by ascending stairs, bending, changing positions, daily activities, descending stairs, extension, flexion, jumping, lifting, lying/rest, pushing, running, sitting, sneezing, standing and walking. There was tenderness in lumbar spine and si joint tenderness as well as up to mid back l>r. There is pain to low back with hip flexion. Assessment: lumbago. (B)(6) 2013: patient underwent an MRI for lumbar spine without contrast due to back pain. Impressions: increased degenerative disease at l3-4 with grade 1 retrolisthesis and mild foraminal narrowing. Stable appearance of the postsurgical levels. (B)(6) 2013 patient presented for an office visit with post lumbar laminectomy pain. The location of pain was low back, sacrum, and gluteal mass. She also reported decreased activity, lumbar spasm, change in sleep/awake pattern and lumbar spasm. The patient underwent nerve block injections due to lumbago. Assessment: post laminectomy syndrome of lumbar region. (B)(6) 2013, (B)(6) 2013: patient presented for an office visit with post lumbar laminectomy pain. There was lumbar spasm. Assessment: post laminectomy syndrome of lumbar region, chronic. (B)(6) 2013: patient presented for an office visit with post lumbar laminectomy pain. She also reported decreased activity, fatigue, irritability, malaise, lumbar spasm, change in sleep/awake pattern, gait disturbance. Assessment: post laminectomy syndrome of lumbar region. (B)(6) 2014: patient underwent an MRI of lumbar spine without contrast due to back pain. Impressions: stable examination. No evidence for recurrent disc herniation the postsurgical levels. Mild bilateral l3-4, left l2-3, left l5-s1 foraminal narrowing. (B)(6) 2014: patient presented for an office visit with post lumbar laminectomy pain. She also reported lumbar spasm, decreased activity, muscle weakness and gait disturbance. Assessment: post laminectomy syndrome of lumbar region. (B)(6) 2014: patient presented for an office visit with post lumbar laminectomy pain recalcitrant to multiple modalities. There were lumbar spasm and tenderness in bilateral paraspinous, gluteals and si joint. She complained of bilateral low back pain extending to the left proximal. The pain was stabbing or burning. Assessment: post laminectomy syndrome of lumbar region. (B)(6) 2014: patient underwent a CT for head without contrast due to pain after falling and posterior head pain with increasing headaches. Impressions: normal non-contrasted head CT. (B)(6) 2014: patient presented for an office visit with post lumbar laminectomy pain. There were lumbar spasm and tenderness in bilateral paraspinous, gluteals and si joint. Assessment: post laminectomy syndrome of lumbar region; lumbago. (B)(6) 2014: patient presented for an office visit with post lumbar laminectomy pain. She also reported decreased activity and irritability. There was tenderness in bilateral paraspinous, gluteals and si joint. Assessment: post laminectomy syndrome of lumbar region; lumbago. (B)(6) 2014: patient underwent a mammo digital screening with tomo examination. Impressions: no evidence of malignancy. A follow-up mammogram is recommended in one year. (B)(6) 2014: patient presented for an office visit with low back pain. The pain may extend down the outer upper thighs. Patient's medication percocet 5/325 was increased from 45 to 90 tabs/month. Assessment: post laminectomy syndrome of lumbar region; lumbago.

Manufacturer narrative:
(B)(6) 2009 lumbar MRI unoperated spine with some desiccation of the l4 and l5 discs. Bulging is present at both levels with subannular herniation at l5 most pronounced on the left displacing the s1 root dorsally several mm. The canal is normal from l4 up. No evidence of facet arthropathy. (B)(6) 2010 lumbar CT axial soft tissue and bone images with sagittal and coronal reconstructions show little change since the MRI of (B)(6). Clear osteophytes are developing on the left anterior annulus, but no worsening in any neurologic compression is noted. (B)(6) 2011 lumbar CT interval tlif has been performed at l4 and l5 with pedicle screws bilaterally at l4, l5 and s1. Interbody spacers are seen within the discs of l4 and l5 in satisfactory position. Axial views show the spacers were put in through the left side. There is very slight evidence of heterotopic bone along this track on the left. Screws and spacers are well positioned. No stenosis is appreciated. Spacers are placed well eccentric to the left but well out of the spinal canal. (B)(6) 2011 lumbar CT implants remain in position without change from (B)(6). Considerable heterotopic bone has now developed on the left along and within the insertion track of the l5 inter discal spacer. This has considerably displaced the transitioning s1 root. Fusion may be solid at l5 and bridging bone is detected within the spacer at l4 as well. (B)(6) 2011 lumbar MRI sagittal and axial t1, stir and t2 images are reviewed. No central stenosis is seen. Bridging bone still cannot be verified on this study. Some heterotopic bone is suspected behind the spacers, but is not as well seen on MRI. No clear nerve compression is seen here, but the s1 root is dorsally displaced several mm on the left as it crosses the l5 disc. (B)(6) 2013 lumbar MRI sagittal views show sclerosis developing around the spacers, but bridging bone still cannot be verified. Axial views show no change in position of implants. Spinal canal relationships are becoming more clear as edema subsides. There is no residual stenosis centrally. The foramen of the l4 and l5 roots are narrowed due to bone behind the spacers within the path through which they were inserted. (B)(6) 2014 lumbar MRI sagittal views show sclerosis developing around the spacers, but bridging bone still cannot be verified. Axial views show no change in position of implants. Spinal canal relationships are now clear. There is no residual stenosis centrally. The foramen of the l4 and l5 roots are narrowed due to bone behind the spacers within the path through which they were inserted. (B)(6) 2014 lumbar myelogram two level fusion at l4 and l5 is again noted with interbody spacers and pedicle screw construct spanning from l4 to s1. Initial studies with contrast including ap and oblique views show no residual stenosis. Lumbar post myelogram CT heterotopic bone is noted on the left within the l5/s1 foramen. It appears medial to the l5 root and does not appear to compress it. Distorted anatomy due to facetectomy and spacer placement is present at both the left l4 and l5 levels. No central stenosis is appreciated. L4 root compression can also not be verified. Bone fusion is suspected in this study.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2000, patient underwent following procedure: ligation and stripping of lesser saphenous vein bilaterally; for pre-op diagnosis of: bilateral superficial venous insufficiency. No complications were reported. On (B)(6) 2001, patient underwent x-ray of right elbow. Impression: normal right elbow. On (B)(6) 2002, patient underwent MRI of brain to rule out acoustic neuroma, demyelinating disease and vasculitis. Impression: normal MRI of brain. On (B)(6) 2002, patient underwent MRI of head for evaluation of vasculitis. Impression: normal mra of brain. On (B)(6) 2002, patient underwent MRI of right elbow due to elbow pain. Impression: right common extensor tendinitis. On (B)(6) 2002, patient underwent following procedure: right lateral tennis elbow release with stripping of the origin of the ercp tendon; for pre-op diagnosis of: right tennis elbow aka lateral epicondylitis. No complications were reported. On (B)(6) 2004, patient underwent renal artery study. On (B)(6) 2009, patient underwent following procedure: bilateral l3, l4, l5 radiofrequency denervation of the medial branch nerves under fluoroscopy; for pre-op diagnosis of lumbar facet arthropathy. No complications were reported. On (B)(6) 2009, patient underwent following procedure: l5-s1 interlaminar epidural steroid injection under fluoroscopic guidance; for pre-op diagnosis of: 1. Lumbar radicular pain, 2. Lumbar disc degeneration. No complications were reported. On (B)(6) 2009 patient underwent lumbar discogram 3 level, l3-4, l4-5, l5-sacrum under fluoroscopic guide guidance using the stryker manometer and postoperative scan of lumbar spine. Impression: right posterolateral disc herniation at l4-5 contacting the right l4 nerve root. Disc bulging and osteophyte formation at l5-s1 as described. On (B)(6) 2015 : patient complains of low back pain radiating down the left lateral thigh up to the knee. Patient is positive for numbness and tingling in butts bilaterally. Assessment: lumbar region radiculopathy. (B)(6) 2015: patient presented for office visit with intermittent low back pain bilaterally. On inspection of lumbar spine there is a scar from previous surgery. Assessment: post laminectomy syndrome, thoracolumbar region intervertebral disc degeneration, lumbar region radiculopathy, chronic pain syndrome. Lumbosacral region intervertebral disc displacement (B)(6) 2016: patient presented for office visit with chief complaint of low back pain lumbar bilaterally midline paraspinal. Patient had umbilical hernia repair 1 week ago. Examination of lumbar spine reveals vertebral spine tenderness, paraspinal tenderness, paraspinal spasm, pain with flexion and extension. Range of motion is limited due to pain and stiffness. Gait is antalgic. Assessment: post laminectomy syndrome, lumbar region radiculopathy, chronic pain syndrome (B)(6) 2016: patient presented for office visit due to low back pain lumbar midline bilaterally. On examination gait is antalgic. Assessment: post laminectomy syndrome, thoracolumbar region intervertebral disc degeneration, lumbar region radiculopathy, chronic pain syndrome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2000, patient underwent following procedure: ligation and stripping of lesser saphenous vein bilaterally; for pre-op diagnosis of: bilateral superficial venous insufficiency. No complications were reported. On (B)(6) 2001, patient underwent x-ray of right elbow. Impression: normal right elbow. On (B)(6) 2002, patient underwent MRI of brain to rule out acoustic neuroma, demyelinaing disease and vasculitis. Impression: normal MRI of brain. On (B)(6) 2002, patient underwent MRI of head for evaluation of vasculitis. Impression: normal mra of brain. On (B)(6) 2002, patient underwent MRI of right elbow due to elbow pain. Impression: right common extensor tendinitis. On (B)(6) 2002, patient underwent following procedure: right lateral tennis elbow release with stripping of the origin of the ercp tendon; for pre-op diagnosis of: right tennis elbow aka lateral epicondylitis. No complications were reported. On (B)(6) 2004, patient underwent renal artery study. On (B)(6) 2009, patient underwent following procedure: bilateral l3, l4, l5 radiofrequency denervation of the medial branch nerves under fluoroscopy; for pre-op diagnosis of lumbar facet arthropathy. No complications were reported. On (B)(6) 2009, patient underwent following procedure: l5-s1 interlaminar epidural steroid injection under fluoroscopic guidance; for pre-op diagnosis of: lumbar radicular pain, lumbar disc degeneration. No complications were reported. On (B)(6) 2009 patient underwent lumbar discogram 3 level, l3-4, l4-5, l5-sacrum under fluoroscopic guide guidance using the manometer and postoperative scan of lumbar spine. Impression: right posterolateral disc herniation at l4-5 contacting the right l4 nerve root. Disc bulging and osteophyte formation at l5-s1 as described.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a posterolateral fusion and a posterior lumbar interbody fusion at l4-s1 where rhbmp-2/acs was placed along the transverse processes and sacral ala. The patient's post-operative period was marked by nerve injury and significant pain. The patient continues to experience nerve injury, pain, difficulty swallowing, bone overgrowth, localized edema, and pain in the hips.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.